Event description:
It was reported that during a hemicolectomy procedure, the instrument was claimed to have been without staples. No other info is available yet. It is unknown if there was any pt consequence. No device is being returned.